Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode while still in its packaging. There was no patient involvement. The device was returned without use.

Manufacturer narrative:
(B)(4). Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return. (B)(6).